Manufacturer narrative:
The reported shock was a result of user misuse of the power adaptor.

Event description:
As part of ameda, inc.'s quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to the FDA. Customer contacted ameda, inc. On (B)(6) 2014 to report the purely yours breast pump she has been using for 3 months suddenly exhibited low suction. Customer replaced many plastic pump pieces without resolving the issue. Customer was preparing to troubleshoot the pump with the ameda customer service representative, plugged in the ac adapter and received an electrical shock. Customer states she was not injured. She was informed not to use the pump or ac adapter and a replacement for both items was sent to the customer.